Manufacturer narrative:
Investigation completed on a smiths medical syringe syringe infusion pumps/medfusion 3500 pump complaint of fail safe motor run away was revealed in the event log and during functional testing. This was isolated to the main pc board no longer operating properly, which is revealed to be normal wear. Action was taken to replace the main pc board and upload new software. Device is in good condition.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps complaint of fail safe motor run error. No patient adverse events reported.